Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately three months ago.

Event description:
It was reported that the patients ipg would no longer hold a charge. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be returned.